Manufacturer narrative:
Device evaluated by manufacturer: promus premier ous mr 24 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the proximal stent region lifted from their crimped positions and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26nov2021. It was reported that crossing difficulties were encountered. The non-totally occluded 80% stenosed, 2.75mm x 22mm, concentric, de novo target lesion containing a <=45 degrees bend was located in the severely tortuous and moderately calcified left anterior descending artery. A 24 x 2.75 promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed a stent damage.